Event description:
The customer reported via phone call that the insulin pump experienced a prime anomaly. He stated that when he was changing his infusion set and running insulin through the tubing, insulin began squirting out during the manual prime process with no numbers showing on the screen. The customer's blood glucose was 85 mg/dl. He was unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly was noted. The insulin pump was received with a cracked case at the display window corner, minor scratched liquid crystal display window, and cracked reservoir tube lip.